Event description:
It was reported that two impactors were returned from the hospital's consignment sets, marked as damaged. It was noted that the gear teeth are fractured. No patient injury or delay to a procedure was reported.

Manufacturer narrative:
Other - device has been in the field for approximately eight years. The unit shows signs of wear due to an overload of force.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur. Associated package inserts packaged with biomet hip implants states under precautions: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement". This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00528 & 00529).